Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however an alarm that would have caused a loss of mechanical ventilation did appear in the logs. The unit was returned to service.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate during a case. The patient was manually bagged to complete the case. There was no report of patient involvement.